Event description:
Customer called to report the overfilling of the electrolyte injection cup (eic) on the cx9 alx clinical chemistry analyzer. Customer stated that no erroneous results were reported. Customer stated that the product problem started after performing maintenance on the instrument. The customer technical specialist (cts) asked the customer to check the eic drain peripump. Through troubleshooting, the tubing to the pump was found to be reversed, thereby preventing the eic cup from properly emptying its contents. The cts then instructed the customer as to how to resolve this issue, allowing the customer to properly calibrate on the instrument. Neither the user nor any patients were harmed.

Manufacturer narrative:
It is suspected that user error during maintenance contributed to the product problem. The customer stated that the overfilling eic problem occurred after maintenance and the eic was not properly emptying because of the reversed peripump. (B)(4).